Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible broken sensor wire. Sensor wire detached when patient removed the barrel after insertion. No medical intervention was required.